Event description:
The customer reported the system displayed communication error messages and would stop producing x-rays. This error is likely to result in a system lock up or shut down. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The ps1 power supply connector was repaired. The system was then found to be operating as intended.